Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The vessel was the femoral artery, with moderate calcification. The device was stored on a shelf in the cath lab. The device was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral procedure, using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 3.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2017002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a tear in the balloon, approximately 3.5 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcification reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The vessel was the femoral artery, with moderate calcification. The device was stored on a shelf in the cath lab. The device was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral procedure, using a retrograde approach. The deployer was mynx certified. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The device will be returned for evaluation.